Event description:
During the implantation procedure of the device involved in this report, undersensing phenomenon was encountered after the shock on t wave was delivered by the device to induce a ventricular arrhythmia.

Manufacturer narrative:
Jan 25, 2010. This event concerns a device that was manufactured and used outside the united states. Method - review of the electronic data and files received. Conclusions - (no conclusion can be drawn): the most probable hypothesis to explain the reported event is the effect of the induction shock on the right ventricular coil that is visible when this electrode gets used as a sensing electrode. (B)(4).